Event description:
The customer alleged that he performed control tests and received results of 396, 391 and 289 mg/dl. The normal control range was 110-151 mg/dl. No adverse events were alleged. The call was disconnected, so troubleshooting was not possible during the initial call. The customer was contacted again, but did not have his testing supplies at the time of that call. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.